Manufacturer narrative:
Additional information is provided in the regulatory report attachment field which now provides a translated copy of the literature article. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot code was provided. The product insert states that emulsification in eyes with oil is an adverse reaction that was observed during the clinical trials with use of the reported product. The root cause of the complaint condition cannot be determined. Potential root causes included: nonconforming unit: no product lot code was provided for evaluation. Each lot is testing according to established specification prior to release for distribution. Event outside of company's control-unable to determine. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A literature article reported that an ophthalmic silicone oil, unspecified, was instilled into the right eye of a patient with morning glory syndrome after which the oil demonstrated sub-retinal invasion. Surgical intervention was performed by means of an intentional fissure for the purpose of internal drainage. Pneumatic retinal reattachment by means of ophthalmic gas instillation was carried out while internal drainage was conducted via the intentional fissure created. Subsequently, the retina was noted to have restored to normal condition, and the patient's corrected visual acuity was preserved.